Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. An additional system notice was then received indicating that the refrigerant delivery path was obstructed. These system notices appeared several times and the balloon catheters and umbilical cables were replaced without resolve. Troubleshooting took place to connect a focal demo catheter and a demo balloon catheter, however, the system notices persisted with no pressure increase or flow. The procedure was aborted with the patient under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This cryoconsole was not returned for analysis and was inadvertently initially reported, however, it is not approved in the us. The initial report was reported due to an aborted case with the patient under general anesthesia only and should have been reported in the europe only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.